Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 109 events were reported for this quarter. Product return status 82 devices were evaluated based on historical data analysis. 26 devices were received. 1 device investigation type has not yet been determined. Evaluation findings (results/components) 82 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 18 devices: no device problem found / part/component/sub-assembly term not applicable 1 device: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable 1 device: wear problem, no device problem found / bearings 2 devices: lubrication problem identified, overheating problem identified / bearings 4 devices: degradation problem identified, overheating problem identified / bearings 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 92 devices: scrapped by stryker 16 devices: product not received 1 device: product disposition is not yet determined additional information 109 devices were not labeled for single-use. 109 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 109 events for the failure: overheating of device. - 84 events had problem identified during non-clinical procedure; there was no patient involvement. - 18 events had no health consequences or impact. - 7 events had problem identified before clinical use/exposure; there was no patient involvement.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11. 109 previously reported events were included in this follow-up record. Product return status. 83 devices were evaluated based on historical data analysis. 26 devices were received. Evaluation findings (results/components) 83 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 18 devices: no device problem found / part/component/sub-assembly term not applicable 1 device: degradation problem identified, no device problem found / part/component/sub-assembly term not applicable. 1 device: wear problem, no device problem found / bearings. 2 devices: lubrication problem identified, overheating problem identified / bearings. 4 devices: degradation problem identified, overheating problem identified / bearings. Product disposition 92 devices: scrapped by stryker. 17 devices: product not received.